Manufacturer narrative:
Investigation report: classification: ddsc - damage/defect; subclass: ddsc - damage/defect not classified. Sample status: not requested. Pfizer (city name) quality operations determined that the likely root cause for the reported defect was that it was not removed during 100% inspection of the sponges while they were hand packaged into the inner envelopes. Review of the aprr reports identified a manufacturing investigation, qar pr# (B)(4) that was specifically related to the reported defect. The qar was opened to investigation a low sponge yield. Investigation determined that a high number of critical and major defects in the related to surface air bubbles, holes extending through the sponge and bubbles greater than 6.5mm was responsible for the low yield. The foam extrusion is a mixing process whereby the gelatin/water solution is introduced into the votator mixing machine with nitrogen. Since this is a dispersion process, high mixing speeds are necessary to generate foam bricks that are uniform and lacking in bubble defects. The votator mix speeds had been reduced several years previously because of mixer overheating during the use of a particular batch of gelatin. Because all individual sponges were 100% inspected, any defective sponges were removed and discarded. The nature of the individual defects were not previously recorded and high levels of defects could only be identified by final calculations of sponge yield that were below established limits. With the recording of defect types, the atypical appearing foam was identified. Experiments were performed which confirmed that increasing votator mixing speeds better dispersed the gelatin in the water and created sponges of very high quality and very low defect rates due to lack of air bubbles. It was determined that a votator with cooling capacity would be purchased to replace the current votator and the mixing speed would be increased. The due date for implementation is 19oct2018. Because all sponges continue t...

Event description:
Event verbatim [preferred term] it's a little more porous; does not absorb like it used to [device malfunction] , . Case narrative:this is a spontaneous report from a contactable consumer. This consumer reported for absorbable gelatin (gelfoam sponges, size 12-7mm, box of 12. Ndc number: (B)(4)). The reporter said that they had noticed the product was reacting differently. It's a little more porous and didn't absorb like it used to. They had noticed this over the last couple of months. They had bad weather lately with lots of snow. The reporter was unsure if the product got cold or if this would affect the product at all. When the reporter received the box of 12 gelfoam, they took it out of the box and put it into totes. The reporter did not know if this would affect the product either. A sample of the product was available to be returned. Investigation report: classification: ddsc - damage/defect; subclass: ddsc - damage/defect not classified. Sample status: not requested. Pfizer (city name) quality operations determined that the likely root cause for the reported defect was that it was not removed during 100% inspection of the sponges while they were hand packaged into the inner envelopes. Review of the aprr reports identified a manufacturing investigation, qar pr# (B)(4) that was specifically related to the reported defect. The qar was opened to investigation a low sponge yield. Investigation determined that a high number of critical and major defects in the related to surface air bubbles, holes extending through the sponge and bubbles greater than 6.5mm was responsible for the low yield. The foam extrusion is a mixing process whereby the gelatin/water solution is introduced into the votator mixing machine with nitrogen. Since this is a dispersion process, high mixing speeds are necessary to generate foam bricks that are uniform and lacking in bubble defects. The votator mix speeds had been reduced several years previously because of mixer overheating during the use of a particular batch of gelatin. Because all individual sponges were 100% inspected, any defective sponges were removed and discarded. The nature of the individual defects were not previously recorded and high levels of defects could only be identified by final calculations of sponge yield that were below established limits. With the recording of defect types, the atypical appearing foam was identified. Experiments were performed which confirmed that increasing votator mixing speeds better dispersed the gelatin in the water and created sponges of very high quality and very low defect rates due to lack of air bubbles. It was determined that a votator with cooling capacity would be purchased to replace the current votator and the mixing speed would be increased. The due date for implementation is 19oct2018. Because all sponges continue to be 100% inspected it was determined that the product remains acceptable for use. Review of all aprrs, evaluation of trends, as well as previously investigated complaint reports, indicated that there were no trends related to the reported defect and all gelfoam batches relevant to this investigation had met established requirements at the time of release. Product labeling includes the warning, "gelfoam sterile sponge is not intended as a substitute for meticulous surgical technique and the proper application of ligatures, or other conventional procedures for hemostasis." It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer (city name) site. Corrective action: all reviewed records, investigation reports, and in-process controls were acceptable, and have met the established requirements. The retained reference samples examined as a part of previous investigations were found to be acceptable with no quality defects observed. As a result of the gelfoam surface bubble defects identified, a preventative action was previously identified to purchase a votator with cooling capacity to replace the current votator and the mixing speed would be increased. The due date for implementation is 19oct2018. Because all sponges continue to be 100% inspected it was determined that the product remains acceptable for use. Therefore, no corrective actions were identified as a direct result of this complaint investigation. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. The reported defect is a product malfunction. Follow-up (28apr2018): new information received from product quality complaints includes: investigation report. Amendment: this follow-up report is being submitted to allow appropriate reporting to health authorities. Investigation results updated. No follow-up attempts are needed. No further information is expected. Company clinical evaluation comment: this is consumer report, and the reported event "it's a little more porous; does not absorb like it used to" did not cause serious injury in this patient. The consumer 's handling during product storage and usage may be the root cause related to this medical device complaint. This is a single potential device malfunction which has a theoretical risk to cause prolonged bleeding during surgery or post-operative bleeding, if it were to recur; or if product does not resorb after implanting into the patient, it might also cause or contribute to serious injury to patient, if it were to recur. The company conducted an investigation, and the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. No corrective actions were identified as a direct result of this complaint investigation., comment: this is a consumer report, and the reported event "it's a little more porous; does not absorb like it used to" did not cause serious injury in this patient. The consumer's handling during product storage and usage may be the root cause related to this medical device complaint. This is a single potential device malfunction which has a theoretical risk to cause prolonged bleeding during surgery or post-operative bleeding, if it were to recur; or if product does not resorb after implanting into the patient, it might also cause or contribute to serious injury to patient, if it were to recur. The company conducted an investigation, and the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. No corrective actions were identified as a direct result of this complaint investigation.